Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer did not report any notable events prior to the malfunction, and the malfunction code was resettable. Technical support provided guidance on resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code reappears, which they acknowledged and understood.